Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 and (B)(6) 2020 with coolsculpting to the upper abdomen, lower abdomen, and flanks using a cooladvantage coolcore applicator. The patient reported that a few months following the second treatment in (B)(6) 2020, the treated areas became firm with visible enlargement. On (B)(6) 2020 the patient was assessed by a physician assistant who diagnosed all three treated areas with paradoxical hyperplasia (ph).

Manufacturer narrative:
The initial medwatch report submitted on 19-apr-2021 included an incorrect aware date of 26-mar-2020. The correct aware date for this event is 26-mar-2021.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 and (B)(6) 2020 with coolsculpting to the upper abdomen, lower abdomen, and flanks using a cooladvantage coolcore applicator. The patient reported that a few months following the second treatment in (B)(6) 2020, the treated areas became firm with visible enlargement. On (B)(6) 2020 the patient was assessed by a physician assistant who diagnosed all three treated areas with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 and (B)(6) 2020 with coolsculpting to the upper abdomen, lower abdomen, and flanks using a cooladvantage coolcore applicator. The patient reported that a few months following the second treatment in (B)(6) 2020, the treated areas became firm with visible enlargement. On (B)(6) 2020 the patient was assessed by a physician assistant who diagnosed all three treated areas with paradoxical hyperplasia (ph).